Event description:
Additional information was received from a healthcare provider (hcp) regarding the delivery of dilaudid (8mg/ml, unknown dose) and bupivacaine (33mg/ml, unknown dose). The catheter was cut (distal and proximal) to the "disconnect." A connector was used and "tied down" with the two ends of the other catheter. The cause of the fracture was not determined. The fracture was considered to be repaired. History: bronchitis, rsd, fibromyalgia, ra, gout, gerd, left foot fusion, depression, anxiety, left laminectomy allergies: codeine, sulfa drugs concomitant drugs: clonazepam (0.5mg), fluoxetine (20mg), gabapentin, oxycodone (5-10mg every 6 hours), lactobacillus

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of an unknown drug in an implantable infusion pump for non-malignant pain. The patient underwent a right lumbar 3-4 (l3-l4) microdiscectomy on (B)(6) 2015, unrelated to the drug infusion system. A catheter fracture was identified around the spinous process during the aforementioned unrelated procedure. Calcification was also noted around the "leak/fracture." The catheter was to be revised that same day. Additional information was requested from the hcp regarding drug information, concomitant drugs, troubleshooting/actions/interventions required to resolve the issue, if the cause of the issue was determined, and if the issue resolved with the revision.